Event description:
The nurse injector reported that three hours after treatment with juvederm ultra plus, the patient developed severe edema at all of the treatment sites. The physician prescribed oral benadryl and ibuprofen but the symptoms worsened so the physician prescribed an oral medrol dose pak. Follow up findings with the injector note the patient's response to the prescribed treatment resulted in a quick resolution of patient's edema. The injector will not treat this patient with hyaluronic acid dermal fillers again even though the patient has requested further treatment.

Manufacturer narrative:
Medwatch sent to FDA on 16/feb/07. Please note corneal industrie is awaiting assignment of FDA registration number. The nurse injector was asked if this event required treatment to prevent a serious injury as defined in medical device reporting, or would have resulted in a worsening of the event that could lead to a serious injury. The nurse injector did not state that it was necessary to prescribe treatment to prevent a serious injury or that it would have worsened if the pt hadn't been treated but was unable to say that treatment wasn't necessary. The nurse injector did note that this pt will not be treated with the product in the future. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting. The documentary review in the batch file shows all manufacturing steps and all physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle, extrusion force test) are registered as conforming to specifications. In conclusion, as all the analysis results of the batch are conforming, it is probable that the patient had an undesirable side effect to the injection, as indicated in the IFU (inflammatory reactions, such as edema, at the injection site, can occur). The symptoms are now considered resolved.